Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a 7x40 evercross balloon to treat a moderately calcified soft tissue lesion in the mid left superficial femoral artery. The IFU was followed and the device was prepped without issue. It was reported that the balloon burst during inflation at 8 atm. It was reported that the physician then attempted to use a 7x60 evercross balloon. It was reported that the evercross balloon burst during inflation at 8 atm. The procedure was completed using another evercross 7x60. No patient injury was reported.